Manufacturer narrative:
It was reported that one of the batteries was stuck at 79% and would not fully recharge. Both batteries were defective. The failure occurred during treatment. No harm to any person has been reported. As both batteries were defective, no back up power supply is available. Therefore a report is required. A getinge field service technician (fst) was sent for investigation on 2024-06-28. The batteries were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were requested but could not be provided. The exact root cause could not be determined as the batteries could not be sent to germany for investigation as they are categorized as dangerous goods. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: no power supply and battery fails caused by e.g.: - insufficient remaining battery capacities - battery is not recharging (ext. Dc supply too less energy, unstable external dc supply) - input circuit of cardiohelp device - incorrect voltage measurement - battery defective- too low running battery voltage- too low running time battery. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities has been performed on 2024-06-24 for the period of 2015-03-17 to 2024-06-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-03-17. Based on the results the reported failure "battery not recharging ¿ both batteries defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that one of the batteries was stuck at 79% and would not fully recharge. Both batteries were defective. The failure occurred during treatment. No harm to any person has been reported. As both batteries were defective, no back up power supply is available. Therefore, a report is required. Complaint ID # (B)(4).